Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer states the type of battery in use is (B)(6). This is the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer also reported damages on battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error , low battery, and power loss alarm. The power management tool confirmed power error , low battery, and power loss alarm were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector , the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The insulin pump was received with missing display window cover, missing end cap address label, case cracked behind the pump near the battery compartment and broken battery tube threads. The insulin pump was received without the original battery cap. Unable to verify battery cap damage.